Event description:
It was reported that the ventilator shutdown while in use. Information was received that the patient desaturated. Additional information about the event has been requested.

Manufacturer narrative:
Multiple attempts to retrieve further information for clinical assessment and device information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts replacement or repair has been conducted. No product has been returned. If the device is received for internal failure analysis, the complaint will be reopened, and a root cause analysis will be performed.